Event description:
It was reported that the health care professional (hcp) called for review of a stored ventricular event for this patient with a cardiac resynchronization therapy pacemaker (crt-p). Technical service reviewed the episode and found there was t-wave oversensing and some atrial activity being oversensed. Ts provided programming options. At this time, the device remains in service. No adverse patient effects were reported.